Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer entered in the update ID in the device updater, the customer received an error 12. Reportedly, the customer was unable to continue the update process and is unable to use the pump. The customer stated that the pump displayed the message "pump update error. Do not use pump and call technical support". There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.